Manufacturer narrative:
Concomitant products: product ID: 3889, implanted: (B)(6) 2017, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the spouse of an advanced evaluation trial patient. The patient's spouse reported that they patient was taking pain medications and noted that the patient had anesthesia. The patient's spouse stated that they patient had less leakage and noted that it may have been because of either the medications or anesthesia, but they were not sure. Additional information was received from the patient's spouse on 2017-jun-20. The patient's spouse reported that the patient had a lot of urgency and noted that the urgency was worse. The patient's spouse stated that the patient leaked constantly but did not provide a number of leaks. It was indicated that they patient did not agree and felt like symptoms were better. It was indicated that the issue was not resolved at the time of report. Additional information was received from the patient on 2017-jun-23. The patient reported that their wire broke, so they went to see their healthcare professional (hcp) the day before report. The patient noted that everything was disconnected and they were in the process of scheduling the implant. It was indicated that it was unknown if the issue was resolved at the time of report. No further complications were reported or were expected.